Event description:
Patient reports that she awoke to find her tubing had leaked. States, she thought things were wet from sweating, but said this is the second time her tubing has leaked. States she has changed the tubing, and all is infusing now. State, she feels shaky. Advised her to notify her dr right away, and to go to the ER right away if she needed to. Patient stated that her home health nurse was present. Spoke with michal, rn, who reports pt having no shortness of breath, but seemed scared and anxious. Advised michal to notify pt's dr right away, and to be seen. She voiced understanding, and said they will call the dr now.